Event description:
It was reported that the customer received an alarm on the insulin pump, after it was without a battery for an extended period of time. Customer was also experiencing software upload issues. Customer's blood glucose was 240 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump all functional testing performed. Several displayable history alarms were noted in alarm history, due to corrupted history file. The insulin pump was received with a cracked reservoir tube lip.